Event description:
The customer reported a crack on the insulin pump case. The customer also stated that he was calling from the hospital, and had a blood glucose reading of 334 mg/dl, which was treated. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Insulin pump was received with severely scratched lcd window, cracked lcd display window corners, cracked battery tube threads, and scratched around casing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.